Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed vn markers during the end of charging, resulting in a diverted shock. The rhythm was then redetected and the device shocked appropriately. Guidant received additional information that this transvenous implantable lead was capped, due to a suspected fracture. A competitive lead was implanted without incident.